Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). Boston scientific technical services (ts) discussed troubleshooting measures. Additional information was received from the field representative that the cause of this observation was not determined. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); additional information was received fifteen months after the initial observations were reported that during a routine follow up visit shock impedance measurements were still out of range and pacing threshold measurements had also increased. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.